Event description:
Dexcom was made aware on 03/11/2025, that on (B)(6) /2025 the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a skin reaction with infection, underneath sensor pod area only, which occurred 9 days after the sensor had been inserted in the arm. The reaction was treated with a prescription of an oral antibiotic, flucloxacillin 5mg 4 times a day. At the time of the report the patient was stable. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).